Event description:
It was reported that stent fracture occurred. The more than 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was selected for use. However, the stent struts were fractured when the physician implanted the guiding catheter. The device was removed within the catheter all together. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.00x38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found the distal inner to be accordioned 80mm proximal to distal end of tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent fracture occurred. The more than 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was selected for use. However, the stent struts were fractured when the physician implanted the guiding catheter. The device was removed within the catheter all together. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.